Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An advanced stapler log review revealed the following: the logs show a sureform 30 stapler instrument (part #488530-12, lot #u83231102-0108) was installed on the system 1 time and fired 1 blue sureform 30 reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted appendectomy and hysterectomy procedure, a staple line defect was identified where a blue sureform 30 reload was fired with a sureform 30 stapler instrument. The sureform 30 stapler instrument was used with a blue sureform 30 reload to staple the appendicular artery. The firing sequence was completed without any error messages or complications. The staple line appeared complete but some bleeding occurred from the staple line. The estimated blood loss was minimal. Coagulation was used to cauterize the bleeding which resolved the issue. The procedure was completed robotically. The patient is recovering well.